Event description:
Patient reported left side " pain in the lower region of the implants and some undulations in the breast, and is unsure about keeping the implants". Later, healthcare professional reported "rippling, pain and grade iii capsular contracture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.